Manufacturer narrative:
The device is not available for evaluation but a device history should be performed.

Event description:
The event involved a chemosafelock connecter where the customer reported leaked noted after use. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: the complaint of leaks on item kl-msu3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record's lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.